Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that use a syringe component. However, due to the lack of product information provided when the complaint was initially reported and the inability to obtain via follow-up e-mails sent on 14-jan-2022 and 25-jan-2022, it is not conclusive whether the product for which complaint was reported came from a convenience kit supplied by mckesson medical-surgical, inc.. We have notified (B)(6) for awareness.

Event description:
The pharmacist advised the vaccine was incorrectly administered to a (B)(6) female patient. During administration, the syringe malfunctioned and she only received 0.1 cc instead of the intended 0.3 cc.